Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigations confirmed and replicated the customer reported complaint. Fa found the primary failure of severely bent grip tips be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.014" offset at the tips. As a result, the clip could not be properly loaded on the grips. The instrument was unable to perform a clip test due to the inability to properly hold a clip. The root cause of the severely bent instrument grip -tips is typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. Additional observation(s) not reported by site were also identified: the medium-large clip applier instrument was found to have mechanical indentations/burrs at the grip tips. The grips exhibited indentation on the interior and exterior of the grips. The root cause of the mechanical indentations/burrs on the instrument grips-tips is typically attributed to mishandling/misuse, such as collisions with other instruments or sharp objects. No image or video was available for review. A review of the instrument logs for the medium-large clip applier (part number 470327-12 / lot number n10210202-0161) associated with this event has been performed. Per the review, medium-large clip applier instrument was last used on (B)(6) 2022 during a da vinci-assisted cholecystectomy surgical procedure on system sl0751. The alleged instrument had 48 uses remaining after the last procedural use. This complaint remains a reportable malfunction and adverse event due to the following conclusion: it was alleged that the clips did not stay on the clip applier instrument and fell inside the patient during a da vinci assisted surgical procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clips were not staying on the medium-large clip applier instrument. The clip fell into the patient and was retrieved. The procedure was completed with no report of patient injury. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information on 10-august-2022: the medium-large clip applier instrument was not holding the clips properly. No additional procedures or tests were needed. The fallen clip was removed with a grasper and there was no obvious damage to the instrument. There was no patient injury.